Manufacturer narrative:
The customer report that flow from the secondary tubing is faster than expected was confirmed. No obvious issues were observed with the as-received set samples. During functional testing it was observed that there was a backflow of the blue dyed fluid past the check valve component indicating a failed check valve. Further inspection under magnification of the bottom of the check valve observed its silicon disc/diaphragm was not seated/sealed as intended. Additional analysis by the supplier noted a particulate, identified as pvc material was found on the diaphragm. Pvc material is not a raw material used in the check valve component, but is material similar to the drip chamber component. The root cause was identified by the supplier as a lodged pvc particulate within the check valve component, which could lead to a failure of the check valve.

Event description:
It was reported that the drip chamber flow from the secondary IV bag (hydromorphone) was faster than expected. No patient harm occurred. The hydromorphone was to infuse over 20 minutes, and within 5 minutes, the drip chamber was observed to be filling very quickly. The secondary line was changed with no change to flow, then the primary line was changed and the issue resolved. During and after the event the patient was monitored closely, and no adverse reactions were observed. Both sets were saved.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the drip chamber flow from the secondary IV bag (hydromorphone) was faster than expected. No patient harm occurred. The hydromorphone was to infuse over 20 minutes, and within 5 minutes, the drip chamber was observed to be filling very quickly. The secondary line was changed with no change to flow, then the primary line was changed and the issue resolved. During and after the event the patient was monitored closely, and no adverse reactions were observed. Both sets were saved.